Event description:
Patient was undergoing transjugular intrahepatic portosystemic shunt (tips) procedure. During the case a penumbra ruby coil was advanced through a renegade high flow micro-catheter to embolize the varices. The coil was partially deployed then pulled back into the renegade so the catheter could be repositioned. When deploying the coil a second time, the hypotube was kinked and the coil was prematurely detached in the renegade micro-catheter. The entire coil was detached inside the renegade. The renegade was removed, and the entire coil was flushed from the catheter. The coil was discarded and could not be found after the case.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.a company representative was present for surgery and advised physician several times to advance hypo tube slowly to avoid kinking. However, the physician continued to advance the coil rapidly, and it is believed the hypo tube was kinked due to rapid advancement of the coil. (B)(4): discarded after case.